Event description:
Customer responded to female "pnb". It is unknown how long the patient was in this condition prior to the arrival of the customer. Customer alleges the device did not shock on a shockable rhythm. Service representative confirmed proper operation of the device.